Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an air leak from the forceps channel. Inspection and testing of the returned device found the coating on the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling off, the curved rubber adhesive was missing, and the image had noise. There were scratches on the insertion tube, the scope connector, the operation part, the rotating mechanism, the switch box, the grip, the angle lever, and the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.